Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6)2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl and associated symptoms of light headed and abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue. Troubleshooting performed by animas customer support revealed basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. Per the reporter all the boluses were recorded correctly. Troubleshooting was not able to perform a review of the bolus history. The reporter voiced concern that if the pump is priming the tubing during the load step, it is possible that the pump could have over-dosed the patient during a bolus delivery. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed an unexplained loss of prime with deliveries resumed, and interrupted insulin deliveries due to a loss of prime and cartridge change. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.